Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (power supply problem) was not confirmed via bench testing. Lab results indicate that this unit was able to charge and discharge as  intended. The time it took to discharge the battery to 12 volts at 1amp was 4 hours and 37 minutes. This time is comparable to discharge time of other working batteries. The reported event could not be replicated at the bench level. Log analysis revealed that this unit was providing upwards of 5 hours of power while in use. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient's battery was providing power for less than two hours. The site further reported that the power source switched from the battery to the other power source before the battery display had showed one red bar on the controller. The patient does not have a history of charging his/her battery before it was fully depleted. The battery was exchanged with no reported patient consequence.